Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine leiomyoma ("he noted multiple fibroids in my uterus."), device dislocation ("essure devices overlie the pelvis."), pelvic pain ("pain"), rheumatoid arthritis ("ra") and psoriatic arthropathy ("psoriatic arthritis") in an adult female patient who had essure (ess205) (batch no. 12261326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included dysmenorrhea, high cholesterol, hypothyroidism, depression, anxiety, fibroids, joint swelling and paratubal cyst. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine, prednisone and simvastatin. In 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2008, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and psoriatic arthropathy (seriousness criterion medically significant). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced tooth fracture ("fractured teeth"). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). And removal of some teeth). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine leiomyoma, device dislocation, rheumatoid arthritis, psoriatic arthropathy, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the tooth fracture had not resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, tooth fracture, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery. The left tube demonstrated six rings visible inside the uterine cavity and the right insert revealed four rings visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2004: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2017 abdominal x-ray performed which was within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, hair loss, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received, event added- uterine leiomyoma. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batchd review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices overlie the pelvis."), pelvic pain ("pain"), rheumatoid arthritis ("ra") and psoriatic arthropathy ("psoriatic arthritis") in an adult female patient who had essure (ess205) (batch no. 12261326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included dysmenorrhea, high cholesterol, hypothyroidism, depression, anxiety, fibroids, joint swelling and paratubal cyst. Concomitant products included bupropion (wellbutrin), levothyroxine, prednisone and simvastatin. In 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2008, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and psoriatic arthropathy (seriousness criterion medically significant). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced tooth fracture ("fractured teeth"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed).) And surgery (removal of some teeth). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, rheumatoid arthritis, psoriatic arthropathy, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the tooth fracture had not resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, tooth fracture and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery. The left tube demonstrated six rings visible inside the uterine cavity and the right insert revealed four rings visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion on (B)(6) 2017 abdominal x-ray performed which was within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, hair loss, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices overlie the pelvis.'), pelvic pain ('pain'), rheumatoid arthritis ('ra/joint pain, swelling and rashes') and psoriatic arthropathy ('psoriatic arthritis') in an adult female patient who had essure (ess205) (batch no. 12261326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included dysmenorrhea, high cholesterol, hypothyroidism, depression, anxiety, fibroids, joint swelling and paratubal cyst. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine, prednisone and simvastatin. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2008, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and psoriatic arthropathy (seriousness criterion medically significant). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ heavy painful period"). In 2017, the patient experienced tooth fracture ("fractured teeth"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), visual impairment ("vision is terrible"), oropharyngeal pain ("throats was really sore"), abdominal pain upper ("stomach kind of sore"), back pain ("back pain"), libido decreased ("decreased libido"), depression ("depression") and flatulence ("gas pain") and was found to have uterine leiomyoma ("he noted multiple fibroids in my uterus.") And weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). And removal of some teeth). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, rheumatoid arthritis, psoriatic arthropathy, vaginal haemorrhage, uterine leiomyoma, menorrhagia, migraine, headache, visual impairment, weight increased, oropharyngeal pain, abdominal pain upper, back pain, libido decreased and depression outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain and flatulence had resolved, the tooth fracture had not resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, flatulence, headache, libido decreased, menorrhagia, migraine, oropharyngeal pain, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, tooth fracture, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. The left tube demonstrated six rings visible inside the uterine cavity and the right insert revealed four rings visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2004: total bilateral occlusion; on (B)(6) 2017: within normal limits. Hysterosalpingogram - in (B)(6) 2004: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, hair loss, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received- new event vision is terrible, weight gain, throats was really sore, stomach kind of sore, back pain, decreased libido, depression and gas pain were added. Reporter information was added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices overlie the pelvis."), pelvic pain ("pain"), rheumatoid arthritis ("ra") and psoriatic arthropathy ("psoriatic arthritis") in an adult female patient who had essure (ess205) (batch no. 12261326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included dysmenorrhea, high cholesterol, hypothyroidism, depression, anxiety, fibroids, joint swelling and paratubal cyst. Concomitant products included bupropion (wellbutrin), levothyroxine, prednisone and simvastatin. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2008, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and psoriatic arthropathy (seriousness criterion medically significant). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced tooth fracture ("fractured teeth"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with bilateral salpingectomy, total hysterectomy (uterus and cervix removed) and essure (ess205) was removed on (B)(6) 2017. She also had some teeth removed. At the time of the report, the device dislocation, rheumatoid arthritis, psoriatic arthropathy, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the tooth fracture had not resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, tooth fracture and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient had need for additional surgery. The left tube demonstrated six rings visible inside the uterine cavity and the right insert revealed four rings visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2004: total bilateral occlusion. On (B)(6) 2017 abdominal x-ray performed which was within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, hair loss, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter's information and lot number was updated. Events added: essure devices overlie the pelvis, abnormal bleeding (vaginal, menorrhagia), ra, psoriatic arthritis, migraines, headaches, dysmenorrhea (cramping), abdominal pain, fatigue, hair loss, fractured teeth. Outcome of events dysmenorrhea, pain was updated to recovered/ resolved, fatigue, hair loss to recovering/ resolving and dental issues to not recovered/ not resolved. Concomitant diseases, concomitant drugs, historical conditions and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure devices overlie the pelvis.'), intestinal perforation ('perforation of bowel due to mass') and pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 12261326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included dysmenorrhea, high cholesterol, hypothyroidism, depression, anxiety, fibroids, joint swelling and paratubal cyst. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine, prednisone and simvastatin. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2008, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced rheumatoid arthritis ("ra/joint pain, swelling and rashes") and psoriatic arthropathy ("psoriatic arthritis"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ heavy painful period"). In 2017, the patient experienced tooth fracture ("fractured teeth"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), visual impairment ("vision is terrible"), oropharyngeal pain ("throats was really sore"), abdominal pain upper ("stomach kind of sore"), back pain ("back pain"), libido decreased ("decreased libido"), depression ("depression") and flatulence ("gas pain") and was found to have uterine leiomyoma ("he noted multiple fibroids in my uterus.") And weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed), bilateral salpingectomy, total hysterectomy (uterus and cervix removed). And removal of some teeth). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, intestinal perforation, rheumatoid arthritis, psoriatic arthropathy, vaginal haemorrhage, uterine leiomyoma, menorrhagia, migraine, headache, visual impairment, weight increased, oropharyngeal pain, abdominal pain upper, back pain, libido decreased and depression outcome was unknown, the pelvic pain, dysmenorrhoea, abdominal pain and flatulence had resolved, the tooth fracture had not resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, flatulence, headache, intestinal perforation, libido decreased, menorrhagia, migraine, oropharyngeal pain, pelvic pain, psoriatic arthropathy, rheumatoid arthritis, tooth fracture, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. The left tube demonstrated six rings visible inside the uterine cavity and the right insert revealed four rings visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2004: total bilateral occlusion; on (B)(6) 2017: within normal limits. Hysterosalpingogram - in (B)(6) 2004: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, hair loss, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 3-feb-2020: social media received; bowel perforation was added as a event. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.